Manufacturer narrative:
Device passed the displacement test. Device received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform prime test, excessive no delivery test and occlusion test or verify prime/fill anomalies due to motor error alarm. Device received with loose drive support disk.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had compromised force sensor system alarm. The customer blood glucose level was unknown. Troubleshooting was performed. Customer states insulin was squirting out during the manual prime process. Customer states insulin continues to drip after motor stops during the manual prime process. Customer states they were unable to exit the preparing to prime loop. Customer states the rewind message occurred after an alarm or alert. Customer states they were stuck in rewind complete or bolus delivery loop. Customer states the drive support cap was sticking out. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.